Event description:
Spontaneously, patient reported defective pen needle 31g 5 mm 3/16 mini happened multiple times this month due to a defective pen needle. We shipped the medication on (B)(6) 2025. Patient reported that the pen needle did not penetrate her skin when she was trying to inject herself. Patient also stated that she had no problem with teriparatide pen but at the same time she putted the plunger without pen needle and she is afraid that the teriparatide pen will be contaminated because what happened from the pen needle. Patient has some pen needle available for return. Patient did not experience any adverse event due to the defective pen needle. Patient did not miss any doses.